Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height mark 3.2 drawer was sticking when opened. A field service engineer removed the drawer and replaced two bumpers on the bumper slides to resolve the issue. All drawers and slides were tested to ensure proper functionality. The fse opened the top cover, checked the connections in the electronics drawer, and removed dust from under the top cover. It was also found that the auxiliary half-height smart 5.2 drawer was sticking and missing bumpers, which were subsequently replaced. Additionally, tower door 3 was double-clicking during access. The engineer replaced the wiring harnesses for doors 1, 2, and 3, cleaned all microswitch contacts, applied stabilizer to all wiring harnesses, tightened microswitch connections, and applied black grease to the microswitch. A final test was conducted using the hardware test application (hta) application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.